Event description:
Customer reported the 2800 system failed to boot up completely for a case. The problem occurred while trying to boot the table for a case. There was no patient involved. The system was not used.

Manufacturer narrative:
The service rep performed the following: on 10/16 found that the collimator was not fully booting up, but the rest of the system was. Checked the collimator interface and found a clicking noise, reseated the cables and the system booted up completely. Ordered collimator interface pcb. On 10/19 called customer on a follow up call to see how the machine is performing. Customer stated that they have not been using the system, informed the customer that the system is not down and the system can be used. Spoke with customer on 10/22 called customer to check on system, spoke with customer as of yet no complaints and would call back if there were any. On 10/23 service call came in regarding the collimator light not working, ordered part and will be onsite next day to replace and check system again. On 10/24 system locked up again, did not need to replace the collimator light, the system failed to boot preventing collimator light function. The display on the tower was blank, found the cable from the collimator interface to be disconnected. Reconnected and system now has a display. Also found the fast stop button pressed preventing table functions. Reset the fast stop button on the table. The table now has normal operations. Also found some loose cables from the collimator interface to the collimator controls. This prevented the collimator interface pcb from booting causing the reset of the system to lock up. Reseated the cables on the collimator control. System now works as intended.